Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the home screen. Customer's blood glucose was 112 mg/dl. Multiple attempts have been made by tandem technical support to confirm that an alternate method of insulin therapy was obtained; however, no further information was provided.